Event description:
The customer reported there was a delay sample processing of two (2) patients on their dxa analyzer. The customer indicated there was a delay in patient care due to the delay in results. There was no report of death associated with this event. No additional information was provided.

Manufacturer narrative:
A beckman coulter customer technical support specialist (cts) assisted customer troubleshoot over the phone. The customer found samples were removed from the dxa by the aliquoter buffer area, with no error code for removal. The operator noticed two (2) samples in the rbu area were not processed. There was a delay in results. The cts reviewed logged files and noticed the system received and rbu error message and the user cleared system without removing the samples. Due to the operator clearing the system the two samples were not processed. This initial report submitted, pending clarification if delay in results affected patient care diagnosis or treatment. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is case-(B)(4).